Event description:
The initial attorney report alleged pain, adhesions, explant due to defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003, repair of incisional hernia with composix kugel mesh. (Note: this mesh was reported to the FDA in accordance with (B)(4)). On (B)(6) 2004, repair of recurrent abdominal wall hernia with composix mesh and excision of redundant skin in the left lower abdomen. Reportedly, the composix kugel mesh from the previous repair was "palpated and this all appeared to be well intact without any problem above." On (B)(6) 2004, excision of composix mesh and repair of recurrent incisional hernia with another composix mesh. Reportedly, omentum adhesions were released and the mesh was excised in one piece. (Note: there was no indication that there were any issues related to this device.) On (B)(6) 2005, f/u for hernia repair surgery doing very well, all of her pain is resolving. On (B)(6) 2005, repair of right indirect inguinal hernia with a perfix plug. (Note: there was no indication that there were any issues related to this device.) On (B)(6) 2005, repair of infraumbilical hernia with a kugel patch. (Note: there was no indication that there were any issues related to this device.)

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the info available at this time, no definitive conclusions can be made. The medical records indicate the pt continued to developed hernia recurrences and repair surgery was performed on multiple occasions with non-bard mesh. The info provided indicates the pt's continued abdominal pain was due to recurrent hernias and abdominal adhesions caused by multiple surgeries. The pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.